Manufacturer narrative:
Information not provided by reporter. Lot number was not provided by the reporter. Without lot number, it is not possible to determine the manufacture date or expiration date. 3m professional service specialist followed up with the customer. 3m professional service specialist discussed taping techniques, provided literature on tips when using multipore dry tape and proper taping techniques for tubing. Neither sample nor lot number were provided with this report.

Event description:
Customer reported 3730-0 multipore dry tape was used to secure an infant's oral endotracheal tube (ett). Customer reported the tape was loose, lifting and the ett required retaping. Customer alleged an unplanned extubation occurred. The infant was reportedly not re-intubated but was supported with nippv (non invasive positive pressure ventilation). No additional information was available.